Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a drill bit was being used to pre-drill for a 1.5mm cortex screw from the va hand set. The drill was used to place a guide hole for the first cortical screw placed. However, while drilling for the second screw, the drill bit broke off inside of the patient. Immediately following this breakage, a new 1.1mm drill bit was used to drill for the second screw which was then inserted with no issues. Drill bit tip is inside of patient and is not protruding from the bone. Screws were placed without the broken drill bit interfering with the case or the outcome of the procedure. There was no surgical delay. Procedure successfully completed. Concomitant device reported: unk - screws: cortex: (part# unknown; lot# unknown; quantity: 1), unk - drill (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(6).